Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a small, white "plastic filament" was found in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use after removing it from the packaging. The particle was "approximately 1/8- 1/4" in length. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer reported appearance of tiny, small white plastic ¿filament¿ in syringe immediately after removal from packaging, prior to insertion to cartridge. Customer reports that the "filament" is approximately 1/8- 1/4 length of an eyelash."